Manufacturer narrative:
(B)(4). Batch # m93757. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that, during an open gastrectomy, the device was activated though the hand switch was not pressed. There were no problems in the hand piece during the system check. The blade tip was not broken off and no pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Batch # m93757. The device was returned in good physical condition. The device was connected to a test handpiece and tested on a gen11. The device did activate when each of the max and min hand activation buttons were depressed, but no continuous activation occurred at any time during functional testing. The device was disassembled to inspect the internal components and no anomalies were found that could have caused a continuous activation. It could not be determined what may have caused the reported incident of: ¿the device was activated though the hand switch was not pressed¿. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.